Event description:
Resident surgeon reported the following event: on a tfn case at (B)(6) hospital, the nail was implanted, the resident was trying to insert the helical blade and guide wire into the femoral head, and was using the anteversion wire as reference for inserting the helical blade. The anteversion wire was inadvertently misdirected into the medullary canal. The guide wire, anteversion wire and helical blade became lodged together in the canal, and the surgeon was unable to remove them. The pt was transferred by ambulance to a different surgeon at a different hospital ((B)(6) medical center) to remove the hardware, insert a new helical blade and complete the procedure. The procedure was reportedly performed on (B)(6) 2012 at the second hospital. The hardware was removed; however, it is not known at this time if the procedure for re-implantation at (B)(6) medical center was successful. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.